Event description:
The customer reported that the device failed to discharge via paddles during testing.

Manufacturer narrative:
The customer reported that the device failed to discharge via paddles during testing. The customer localized the issue to a failed paddle set. Replacing the paddle set resolved the issue.